Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that after a routine device change out, the chronic right ventricular (rv) lead threshold had increased. No intervention was done for the increase in threshold. The rv lead remains in use. No patient complications have been reported as a result of this event.